Event description:
The manufacturer received information alleging a ventilator was alarming for a "ventilator inoperative" alarm condition. There was no harm or injury reported. The ventilator was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device's system board needs to be replaced to address the issue. During the evaluation of the device at the third party service center, "service required" codes were found in the ventilator's downloaded error log. The device's sensor board needs to be replaced to address the issues.